Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with a neurostimulator (ins) for gastro intestinal/pelvic floor. It was reported that the device hasn't been working and it had been turned off for a long, long time. The hcp stated that the patient did not have the patient programmer with them. It was suggested that they attempt to connect to the ins to visually verify it was off. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined and a manufacturing representative came to evaluate the stimulator and it was suspected that it was due to a recent weight loss. The health care professional (hcp) stated that they planned to revise the ins and replace the battery. The hcp confirmed surgery was to be scheduled. There were no further symptoms or complications reported or anticipated.